Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's shunt was defective. The patient started having symptoms the previous friday. The patient went to the emergency on (B)(6) 2020, and their right ventricle was enlarged. The shunt per the x-ray was on 2.5; however, it was set at 1.5. It was noted that the 1.5 setting was manageable for the patient at 5,000 feet 7 months ago. The symptoms the patient was experiencing were throwing up, peeing and pooping themselves, hard to walk, severe pressure in their head, and had lost 6 lbs in 1 week. The patient indicated they had not had a MRI or been anywhere close to a magnet.